Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert was triggered. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had variable and high pacing impedance, oversensing, and a rise in the sensing integrity counter (sic). It was noted that the lead integrity alert (lia) triggered. The patient was hospitalized and a revision procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.